Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the manufacturer representative stating coverage was thought to be due to where the leads where currently in the epidural space. Revision was done during procedure. No issues have been reported since post op appt. Leak was not confirmed, and there has been no symptoms reported from patient.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that hcp was inquiring if there was a way to confirm if the lead goes into the intrathecal space at all. Caller stated that patient was having a complete system replacement today and hcp noted they thought they "got a little bit of csf, like leaked" during lead placement. The caller was not with the patient. Technical service specialist (tss) reviewed manufacturer doesn't have any formal labeling or testing regarding this and even with impedances or patient's perception of stim, those factors can be variable with each patient and system and therefore, there isn't a way to use those factors to confirm lead placement (whether it is in the epidural or intrathecal space). Tss suggested imaging and that hcp address potential csf leak from a medical perspective. Additional related information was received caller stated patient wasn't getting coverage all the way to their feet and it was discovered that the system was too high; hcp elected to completely replace the system today.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-jun-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: va2a9sr019, ubd: 07-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.